Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 00001273 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an inadequate irrigation issue occurred. It was reported that during a cardiac ablation procedure, the irrigation of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not continued. The physician was advised that the issue experienced was an off-label use of the device; however, he decided to continue with the procedure despite the irrigation issue. No error messages were displayed. It is unknown if the procedure was completed successfully. No patient consequence was reported. The inadequate irrigation on the sheath was assessed as a reportable MDR malfunction.